Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose level was 50 mg/dl at the time of incident and current blood glucose value was 195 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not want to continue trouble shooting for low blood glucose as they already feel ok. The insulin pump will not be returned for analysis.